Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 45 mg/dl at the time of the incident. The customer troubleshooting a high before they went low. The customer used food to treat. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed due to the customer's confusion. The insulin pump will be returned for analysis.